Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intraoperative lead testing revealed "low" impedances immediately after insertion into the brain. Two impedance tests were taken about 1 minute apart from each other and they both read "low." The implanting physician chose to replace the lead and the resulting impedances were all within normal range. The surgery resumed as planned. System impedances were tested for and were found to be within normal range. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Final device analysis for the lead revealed no anomaly found. (B)(4).